Event description:
It was reported that while trying to cut the femoral head during a procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and a two minute delay while the blade was replaced. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that while trying to cut the femoral head during a procedure, the blade broke at the mount. It was also reported that there were no adverse consequences and a two minute delay while the blade was replaced. It was further reported that the procedure was completed successfully.